Manufacturer narrative:
A cryoballoon was not used during this procedure. The device from the original procedure was not available, therefore, no device investigation was performed. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. Stricture resolved after dilation with through the scope (tts) balloon.

Event description:
C2 therapeutics became aware of adverse event on (B)(6) 2018: ·patient was initially treated with the cryoballoon system on (B)(6) 2017 for barrett's esophagus. No issues with the device reported during this treatment. ·the patient was treated for a stricture on (B)(6) 2018 with dilation and kenalog injections. ·patient was reported as doing fine after the dilation.